Event description:
A report was received that a pt was experiencing devices unrelated spasm and the pt's lead had migrated. The physician thinks that they may be pushing a nerve. The physician decided to do a lead revision. The pt is doing well after the producer.

Manufacturer narrative:
This is the final report.